Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that all keys are not working on the heartstart xl defibrillator/monitor. There was no patient involvement.

Manufacturer narrative:
Based on the available information, the devices keys were not working. The reported problem could not be confirmed by philips as the device was not returned for further evaluation. According to subsequent information received, the customer handled the repair of the device themselves and the device was successfully returned to service. It has been concluded that no further action is required at this time.